Event description:
Complainant alleged that the medics were attempting to defibrillate a pt who was in cardiac arrest and who was presenting a ventricular fibrillation. Pt's skin was warm and dry. The medics attempted to shock the pt at 200 joules, but the device did not discharge and the screen displayed a "check pad" message. The medics checked the electrodes and all connections, but all appeared securely attached. The medics again attempted to defibrillate the pt at 200 joules, but the device continued to display the same message. The complainant indicated that the pt subsequently expired, but not as a result of the reported malfunction.